Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a "no system computer" error message occurred. The device was not changed out, as the customer used the local display on the roller pumps. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.